Manufacturer narrative:
Additional information provided by the hospital medical records indicated that 3 months post op an echo performed had showed a well seated valve, mild paravalvular leak but no other evidence of dysfunction or malposition.  Fourteen months after the implant, the patient was hospitalized for a subdural hematoma and subsequently died. Per the instructions for use (IFU), paravalvular leak (pvl) and valve regurgitation are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention.  The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these.  Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the worsening central leak and worsening pvl is unknown but may be due to the progression of the patients pre-existing valvular disease state and comorbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in australia, seven months after the implant of a 29 mm sapien xt valve by right percutaneous access in the aortic position, severe paravalvular leak and aortic regurgitation was seen on transoesophageal echocardiogram (toe).  No actions were taken.